Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 18mar2019 stating, "customer claims difficult, cannot clean" involving the pentax medical video gastroscope model eg-2990i, serial number (B)(4). No other information was provided at the time of the report. On 19mar2019, the customer responded to a good faith effort (gfe) follow up email and stated "we are using a channel check 3-in-1 residual soil test strips to verify cleaning of flexible scopes. Scope was manually pre-clean before hld three times and all 3 times test strips failed." The customer reported that there was no stuck accessories related to the difficulty cleaning. The test strip failures were noted and the gastroscope was removed from circulation and subsequently called in for service. The user reported that the facility follows the reprocessing instructions for use (rifu) and performs pre-procedural inspection checks. The gastroscope was returned on 21mar2019 and evaluated by the service technician at pentax medical on 22mar2019. The gastroscope was inspected by pentax medical service and the technician documented a leak at the biopsy channel (large/ primary) inlet side. Other pentax medical service inspection findings included the following: failed wet leak test, failed dry leak test, fluid invasion in control body, air/ water socket cylinder o-ring chipped, right/ left angulation tight, umbilical cable single buckled under pve root brace, eto vent valve attaching screw broken, control body frame based plate coating peeling, up/ down angulation tight. Repairs were performed on the gastroscope which included replacement of the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, segment attaching screw, angle wire, rl pulley assy, ud pulley assy, connecting receptacle (2), connecting receptacle, eog valve assy, eog valve tightening screw imp-1, base plate. The gastroscope repair is currently ongoing as of 08apr2019.